Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). DHR was performed, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The retain sample was verified and validated tests were performed, no deviations observed. Thus it is not possible confirm the defect reported at this complaint was related of bd manufacturing process. Bd was not able to confirm/ reproduce the incident in question. DHR review: it was verified the batch record and the manufacturing date for this batch was (B)(6) 2017. The process inspections were performed and no records of this defect were found. The current controls at manufacturing process to detect the defect are performed general visual inspection each 2 hours at 36 parts at assembly process and leak test at luer connection; qn review: no quality notification (qn) that could related to defect were observed. Maintenance review: no maintenance records that could related to defect were observed. Based on this evaluation it is not possible confirm the complaint.

Event description:
It was reported during use of the bd plastipak¿ syringe the ¿syringe shows lack of vacuum.¿ it is difficult to draw medication and/or operate device. There was no report of injury or medical intervention.

Manufacturer narrative:
After further review of the information provided, this complaint is deemed not reportable. Lack of vacuum is not a reportable event.